Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) lead exhibited episodes of unspecified over-sensing and low sensing. X-ray imaging was performed and revealed a dislodgement of the rv lead. No intervention was performed and the patient will be further monitored. There were no patient consequences.